Event description:
It was reported that the artificial urinary sphincter (aus) device was no longer working. An ultrasound was performed which confirmed there was fluid loss from the device because the balloon was empty. During the revision surgery, after the balloon was explanted, a hole was found in the balloon. The aus balloon was explanted, and a new balloon was implanted. There were no patient complications.